Event description:
The account alleged that when the intellidrive was moved forward, the bed ran in reverse. No pt impact.

Manufacturer narrative:
The account found that the right push handle and the power control board assembly for the power gauge were non-functional. The account replaced the right transport handle and the power control board assembly for the power gauge to resolve the issue.